Event description:
Boston scientific received information that upon interrogation of this implantable cardioverter defibrillator (ICD) there was a displayed out of range message. Tones were heard with a magnet application. Upon using another programmer there was a >125 shock ohms on this defibrillation lead. Further information provided notes that a commanded test showed a shock impedance of 101 ohms. The range had been 95-110 ohms over the life of the device and was 90 ohms at implant after a 21 joule shocks. No full energy shock was done at implant. Additional information was received indicating the patient implanted with this lead had underwent a normal device change out. Acceptable shock impedance measurements were noted with the new device, however a few months after implant shock impedance measurements greater than 125 ohms were observed. A minimum and maximum energy shock were delivered yielding measurements of 108 ohms and 106 ohms respectively. Following testing shock impedance measurements greater than 125 ohms were observed.

Manufacturer narrative:
A boston scientific technical services (ts) consultant discussed reasons for high impedances and recommended a commanded high energy shock to make sure have good connection. To date, there have been no reported patient symptoms associated with this clinical observation. Resolution was requested from the field. As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Technical services discussed possible reasons for the high impedance measurements. The available information suggests this lead remains in service. This report will be updated should additional information become available.